Manufacturer narrative:
An exam of the complaint device under magnifying glass confirmed the presence of one particle with a surface area of 0.25 mm squared in the internal blister packaging of the product. The particle was sent to an outside lab for scanning electron microscopy (sem) exam and x-ray microanalysis. This exam indicated that the particle was essentially from organic origin. The composition of the particle did not allow to positively determine the origin of the particle. Nevertheless, the unusual presence of this particle should have been evidenced during packaging operations. This is therefore, a human error. During an internal quality meeting, packaging technicians will be informed of this incident and will be instructed to be more vigilant during their inspection. In addition, the supplier of blisters will be notified of this complaint and will be requested to be more vigilant during the inspection of blisters.

Event description:
During routine inspection performed by our distributor in (B)(4), one black particle was found in the internal blister packaging of the product. There was no pt injury as the device never reached any hosp.